Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of second hospitalization for low blood glucose level. The customer states they were driving felt bad and pulled over to get some food. The customer states they passed out at the restaurant and woke up in the hospital. The customer's blood glucose level at the time of hospitalization was unknown. The customer believes the cause of the low level was due to not having their lunch on time. No further assistance was needed.